Event description:
(B)(6) - it was reported by the consumer that the bar750 homecare bed left foot section would raise, and components of the unit have fallen off since it was received. There was no patient injury reported.